Event description:
On (B)(4) 2012 it was reported that the pt's father noticed a leak in the infusion set at the headset. The pt hears a click when connecting the infusion tubing to the headset. He has noticed this happening with several infusion sets. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.